Event description:
(B)(6) 2012, it was reported that the display on the patient's infusion device is damaged. The display has multiple scratches making it possible to misinterpret amounts of insulin displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The front side of the pump housing including the display window is scratched due to a mechanical impact, therefore the front side label is no longer fully readable. The legibility of the display is affected. The problem mentioned by the customer is related to a handling issue.